Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visual inspection found the sidearm joint reservoir to the filter being broken. White discoloration and crack/damage to the sidearm joint was observed due to likely excessive force during support. The cause of the purge leak- pump was determined to be damage at the joint reservoir to filter of the sidearm due to excessive force during support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a patient of unknown age and gender in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complaint reported that during impella cp support the cp purge sidearm was leaking and broken. There was no patient harm.